Event description:
It was reported that this patient underwent a routine subcutaneous implantable cardioverter defibrillator (s-ICD) device change out procedure. One day post operative, it was noted that the shock lead impedance (sli) measurements measured greater than 400 ohms. However, at the end of the implantation all parameters were good, and sli measured 50 ohms and with dft testing they measured 46 ohms. Troubleshooting was performed and there were no observations of noise. The device was re-programmed, and a request was made to technical services for device analysis. X-rays and fluoroscopy were performed which showed some irregularities in the electrode connection. Subsequently, the patient underwent surgical intervention again and the device was removed and replaced successfully. Testing was completed with the electrode and there was a good connection to the pg. Sli returned to its initial value of 60 ohms. At this time, the electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient underwent a routine subcutaneous implantable cardioverter defibrillator (s-ICD) device change out procedure. One day post operative, it was noted that the shock lead impedance (sli) measurements measured greater than 400 ohms. However, at the end of the implantation all parameters were good, and sli measured 50 ohms and with dft testing they measured 46 ohms. Troubleshooting was performed and there were no observations of noise. The device was re-programmed, and a request was made to technical services for device analysis. X-rays and fluoroscopy were performed which showed some irregularities in the electrode connection. Subsequently, the patient underwent surgical intervention again and the device was removed and replaced successfully. Testing was completed with the electrode and there was a good connection to the pg. Sli returned to its initial value of 60 ohms. At this time, the electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report is being filed to correct field impact codes h6.